Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional information.

Event description:
The plaintiff's attorney alleged that the patient experienced sudden heart attack and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.